Event description:
The customer reported that toward the end of a knee revision procedure, the cuff deflated causing the patient to bleed before a different cuff could be placed on the patient to stem the blood flow. There were no reported adverse consequences; there was no clinical significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that toward the end of a knee revision procedure, the cuff deflated causing the patient to bleed before a different cuff could be placed on the patient to stem the blood flow. There were no reported adverse consequences; there was no clinical significant procedure delays; there was no medical intervention required. The procedure was completed successfully.